Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have a broken blade. The blade broke completely at the base, and the broken piece was not returned. Size of missing piece is approximately 0.5905¿ x 0.0920¿. Components adjacent to the broken blade did not show damage. Additionally, the instrument failed energy recognition. The instrument was connected to an in-house energy generator, where it failed the energy recognition test and generated the message " tighten assembly". Root cause is attributed to broken blade. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) prompted the harmonic ace instrument to ¿reduce the pressure on the blade tip,¿ which caused the instrument to become inoperable. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.